Event description:
The complaint received states that during insertion the locking screw ran through the guide block and was inserted to far through the plate. During the distal radius fracture repair, the pilot hole was drilled per technique guide using guide block and drill sleeve. The va (variable angle) locking screw was inserted; however, the physician could not rotate the head of the screw in the proximal most styloid row. The physician felt/heard an abnormal sensation/noise. The insertion was stopped, he removed the guide block and noted that the ¿screw was fell in hole.¿ the operation was successfully completed and there was no report of injury for the patient.

Event description:
It was reported that during insertion of variable angle (va) screws to the plate with the guiding block, the va screw was run through the most radius side of the second hole from the most distal line. The doctor continued to insert, but the screw did not finish stopping. The doctor used the correct torque limiter. This is report 1 of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.